Event description:
It was reported that the customer had an issue with the enlite insertion needle coming out with the inserter. Customer stated that he is having some unexplained lows and highs in regards to blood glucose levels. Customer went to change his supplies yesterday morning. Customer got 3 no delivery alarms and the tubing would not fill up. Customer would rewind the pump and took out the cartridge a few times before he reprimed it. Customer was able to get it to work with the same infusion set and reservoir. Customer declined the transfer to the help line. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).